Event description:
A complaint was received on a customer's xceed blood glucose meter. The customer treated themselves with an insulin pump after obtaining a reading of 11.1mmol/l on their meter. A second test was performed a few minutes later and a reading obtained of 1.1mmol/l.